Event description:
Boston scientific received information that this pacemaker and right ventricular lead exhibited low pacing lead impedance measurements less than 200 ohms. Additionally, there was undersensing and loss of capture noted. Additional information received from the field representative indicated that the cause was not determined. The issue was a chronic problem and intervention was performed because the device was at eri. The device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.